Event description:
It was reported that an ams miniarc sling was implanted to treat for "stress urinary incontinence." It was alleged that "the product has caused...severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also reported that the patient suffers "infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.